Manufacturer narrative:
H6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of slides "transcatheter tricuspid valve in valve implantation" presented by dr. (B)(6) during the tct2019 congress, the following event was identified as pertaining to an edwards device: a (B)(6)-y-o patient with a 27mm ce valve implanted in the tricuspid position underwent surgery for a valve-in-valve replacement after an implant duration of approximately 12 years and 5 months due to severe stenosis with trans-tricuspid mean gradient of 4-8mmhg, and moderate to severe regurgitation. A 26mm sapien 3 valve was implanted within the surgical edwards valve using a trans-jugular approach. The patient was noted as to be still in diuretics and gradually improving.